Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed evaluation. Failure analysis confirmed the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests but the instrument's grip tips failed to move intuitively. Additional observation(s) related to customer reported complaint: the instrument was found to have a loose pitch cable at the distal end, likely causing intuitive motion failure. The instrument was found to have thermal damage on the bipolar yaw pulley. There was no damage to the conductor wire or the insulation.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon tried to pull the tissue with fenestrated bipolar forceps. But, the wrist did not move. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.